Manufacturer narrative:
Concomitant medical products: 511212 ,lead (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device "alerts were not working properly or appearing properly after sending transmissions." The device remains in use. No patient complications have been reported as a result of this event.